Event description:
Hcp reports that in about february the "pt went into withdrawal and was admitted to the hospital for mi." The hcp claims the "rotor doesn't move." The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.